Event description:
A patient was implanted with a vectra plate and screw construct on (B)(6) 2011. On of the va self-tapping screws was noted to be backing out. Patient is asymptomatic. Surgeon has no plans for revision at this time. The surgeon will continue to monitor the patient. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.